Event description:
Reportedly, this device was explanted after approximately a 9 month implant duration due to aortic insufficiency and perivalvular leak.

Manufacturer narrative:
Device not returned.